Manufacturer narrative:
One 2.9 osteoraptor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal end of the anchor has broken at the suture eyelet; the broken portion was not returned for examination. Dimensional assessment of the anchors major diameter confirmed it met print specification. The inserter and suture show no abnormalities. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith + nephew drill prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a surgery, the anchor broken when it was inserted. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The reported device, intended for use in treatment, has not been returned for evaluation. Without the reported product and pertinent clinical details a thorough evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: misalignment with the drilled hole. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.